Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. An electrical failure mode was confirmed and the x-ray batteries were replaced. Part return requested. No parts have been returned to the manufacturer for evaluation. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while troubleshooting a separate issue, the imaging system log files were reviewed and it was discovered that the x-ray batteries were weak and in need of replacement. This was discovered outside of any patient involvement. No additional details were provided.